Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report the patient was not recovered from this peritonitis event. Action taken with dianeal and extraneal therapies was not reported. Additional information was unable to be obtained.